Event description:
It was reported that a revision surgery was performed due to hip soreness, forgetfulness, elevated test results, moderate cystic pseudotumor and moderate hip effusion.

Manufacturer narrative:
New information: g4, d4.

Manufacturer narrative:
It was reported that a right revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history was performed using the part number for hemi head and bhr cup in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified for the hemi head and cup. This will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No revision operative report was attached. The reported hip soreness, elevated cobalt levels along with MRI findings of mild postoperative muscle atrophy along the anterior margin of the gluteus maximus along with debris noted on the explanted cup may be consistent with findings associated with metal debris however, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt levels, and metal debris cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It is noted that the details of the urine sample is not provided. Urine values can vary with pts hydration and must be corrected for creatine content and 24hr urine is more reliable. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.